Event description:
The dentist reported near 3 months after the dental implant was installed in intraoral region #13 it was verified its non osseointegration. 45 ncm of primary stability was achieved and immediate load was not performed. Bone graft was executed. The patient had peri-implants.